Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that one reload was fully fired and one reload was pre-fired and engaged in interlock. The jaws of both reloads were open. There were no staples protruding from proximal staple cartridge channel. The sled of the pre-fired reload was advanced further than the I-beam when the jaws were closed. The reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the reloads were applied to test media. All staples were placed, and test media was cleanly transected. The reload interlocks were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during pulmonary artery ligation, the powered stapler could not be fired. The surgeon then changed to a manual stapler, using the reload that was initially used with the first device, however the second stapler still would not fire. The green button could be pressed but the handle could not be squeezed. The surgeon tried to replace the reload with a new one but the result is still the same. Finally, a new manual handle and reload was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during pulmonary artery ligation, the surgeon could not fire the device. The green button could be pressed but the handle could not be squeezed. A new reload was used to complete the case. There was no patient injury.